Manufacturer narrative:
Batch review performed on 08 november 2024. Lot 2208698: (B)(4) items manufactured and released on 12-09-2022 expiration date: 2027-09-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause. Additional items involved in the event, batch review performed on 08 november 2024. Reverse shoulder system 04.01.0162 glenoid polyaxial locking screw - l34 (k170452) lot. 2214353. Lot 2214353: (B)(4) items manufactured and released on 06-09-2022 expiration date: 2027-08-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0125 humeral reverse hc liner ø42/+0mm (k170452) lot. 2204128. Lot 2204128: (B)(4) items manufactured and released on 19-04-2022 expiration date: 2027-03-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0151 glenoid baseplate - ø24.5x15 (k170452) lot. 2209624 lot 2209624: (B)(4) items manufactured and released on 31-08-2022 expiration date: 2027-08-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0004 standard humeral diaphysis - cementless - 9 (k170910) lot. 2215662. Lot 2215662: (B)(4) items manufactured and released on 20-09-2022 expiration date: 2027-08-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0171 glenosphere - ø42x24.5 (k170452) lot. 2201464 lot 2201464: (B)(4) items manufactured and released on 31-05-2022 expiration date: 2027-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0164 glenoid polyaxial locking screw - l42 (k170452) lot. 2238992. Lot 2238992: (B)(4) items manufactured and released on 04-11-2022 expiration date: 2027-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
1 year and 10 months after primary the surgeon revised all implants due to a deep infection.